Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Seven days after onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. The day following hospitalization, dianeal therapies were withdrawn and the peritoneal dialysis catheter was removed. At the time of this report, the patient would not be returning to peritoneal dialysis and would be on hemodialysis going forward. After eight days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.